Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored events due to oversensing of noise. This device was reprogrammed to bipolar, all testing including pocket manipulation was performed and showed good measurements. The patient is not dependent. This pacemaker and competitor rv lead remain in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).